Event description:
It was reported right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture on b1: adverse event/product problem was inadvertently left blank in the previous submission.